Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that the color code was dented, and the tip cover glass was dirty. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) medical center.

Event description:
The customer reported to olympus, the telescope's eyepiece connection part known as the color ring was damaged. There were no reports of patient harm.